Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 300 to 400 mg/dl. Customer's blood glucose level was 332 mg/dl at the time of call. The insulin pump will not be return for analysis. Frn unknown, inf set unknown.